Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions and stated to continue to monitor the patient. The device remains in use. No adverse patient effects were reported.